Manufacturer narrative:
Evaluation of the returned pod packing coil revealed offset coil winds on the proximal end of the embolization coil, and a kink in the pusher assembly. If the pod pc is forcefully manipulated against resistance, damage such as offset coil winds may occur. The root cause of resistance could not be determined. The kink in the pusher assembly was likely incidental to the reported complaint and may have occurred during packaging of the device for return. During the functional test, the pod pc was advanced into a demonstration lantern without an issue. Then, resistance was encountered due to the kink in the pusher assembly, and the device could not advance any further. No further functional testing could be performed. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary artery using pod packing coils (pod pcs), a lantern delivery microcatheter (lantern), and non-penumbra catheter. It was reported the patient anatomy was moderately tortuous, calcified, and narrowed. During the procedure, the physician implanted three non-penumbra coils in the target location. Subsequently, the physician felt resistance when advancing a pod pc in a few centimeters from the hub of the lantern. The physician removed the pod pc to flush the lantern and felt resistance when re-advancing the pod pc in the lantern a few centimeters. The procedure was completed using a new pod pc, ruby coil, five non-penumbra coils, and the same lantern. There was no report of an adverse effect to the patient.